Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that his wife received erroneous results when testing with her coaguchek xs meter serial number (B)(4) using two different test strip lot numbers (lots 36888621 and 36887121) and a nurse's coaguchek xs meter (unknown serial number) using test strip lot 36887121. This medwatch will apply to test strip lot number 36888621. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 36887121. A sample from the patient was tested using the patient's meter with test strip lot number 36887121, resulting with a value of 6.7 inr. A sample from the patient was tested in a laboratory on a siemens analyzer using dade innovin reagent, resulting with a value of 3.9 inr. A sample from the patient was also tested using the nurse's meter and test strip lot 36887121, resulting with a value of 6.8 inr. All three tests were performed within one hour. On (B)(6) 2019, a sample from the patient was tested using the patient's meter with test strip lot number 36887121, resulting with a value of > 8.0 inr. Within one hour, a sample from the patient was tested in a laboratory on a siemens analyzer using dade innovin reagent, resulting with a value of 5.5 inr. On (B)(6) 2019, a sample from the patient was tested using the patient's meter with test strip lot number 36888621, resulting with a value of 4.1 inr. Within one hour, a sample from the patient was tested in a laboratory on a siemens analyzer using dade innovin reagent, resulting with a value of 2.6 inr. On (B)(6) 2019, a sample from the patient was tested using the patient's meter with test strip lot number 36888621, resulting with a value of 4.6 inr. Within one hour, a sample from the patient was tested in a laboratory on a siemens analyzer using dade innovin reagent, resulting with a value of 3.0 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week, but this depends on the patient's inr value. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, has had no new illnesses, and has no unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's remaining test strips were returned for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided that would point to a cause for the result discrepancy.